Event description:
It was reported the patient experienced numbness in his legs and abdomen a few days after implant. The patient underwent surgical intervention to remove the lead, however once the physician made the incision at the paddle site there was a large amount of fluid that drained. A culture was taken and was negative. The physician closed the paddle incision site and the following day the numbness had resolved. It was determined the excess fluid build up postoperatively placed pressure on the spinal cord which caused the numbness in the legs and abdomen.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.